Manufacturer narrative:
As received, the device was returned with the lead stuck in the header. Visual inspection revealed metal burrs, debris particles, and epoxy in the connector block threads and at the bottom of the connector block. The epoxy fragments, burrs and debris appear to be the remnants from the manufacturing processes performed on the header assembly and was not removed. A manufacturing anomaly may have occurred that left the connector block in this condition. This material left in the connector block threads caused the setscrew to become stuck in the connector block.

Event description:
During an implant procedure, the lead was unable to be removed from the connector of the pacemaker. The pacemaker was explanted and replaced. Further information was requested but not received. Related manufacturing report number: 2017865-2017-06866.